Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on january 05, 2023.

Manufacturer narrative:
This report is submitted on march 02, 2023.